Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the self-adhesive is defective and the infusion headsets fall off the customer's skin. This first occurred during the night, and the customer woke with hyperglycemia and ketones. No adverse event was reported. The alleged product was requested for evaluation.